Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing thrombectomy procedure in the middle cerebral artery (mca) using penumbra system ace 68 reperfusion catheters (ace68s). It was noted that the patient anatomy was tortuous. During the procedure, while attempting to advance an ace68 through a neuron max 6f 088 long sheath (neuron max), the physician experienced resistance and decided to remove it. Upon removal, the physician noticed that the ace68 had unraveled. Therefore, the procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please note that the device was initially available for return; however, additional information obtained confirmed that the device was not available for return. The report was therefore corrected accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.